Event description:
Information received from the field notes that the patient was seen for a pacemaker check after a fall that broke her clavicle and humeral head. The clinician was unable to establish telemetry and an external ECG observed no pacing. The patient was in her own intrinsic rhythm.